Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 276 samples were received. They came in three plastic bags and shelf boxes. They all have sealed the packaging flow wrap. They have the plunger rod-rubber stopper, tip cap, saline solution and barrel label. 50 samples were tested for sustaining force. The highest force was 19.8n and the lowest force was 8.4n. The specification is <20n. Failure mode could not be duplicated, therefore root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9232009 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: failure mode could not be duplicated, therefore root cause could not be determined. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 syringes 10ml reg pr saline 10ml fill experienced difficult plunger movement which was noted during use. The following information was provided by the initial reporter: material no: 306546 batch no: 9232009. Event description per email states: plunger sticks.